Event description:
It was reported the patient was in a motor vehicle accident (mva) on (B)(6) 2014 and was taken to a trauma center. The patient didn't think that the pump was hurt in the accident. The hcp (healthcare professional) did an x-ray of the pump and thought it was still intact. The patient was a little concerned about the catheter breaking free from the pump. The day prior to this report or the day before that, the patient was seeing "call your doctor" and an 8254 code (low reservoir alarm) on the ptm (personal therapy manager); there was also a bell on the first screen. The patient had received a new ptm since the accident and it was working okay until the patient started getting the code. The patient was not hearing a pump alarm. This was the first time that she hadn't heard the pump alarm. The last pump refill should have been (B)(6) 2014, but the patient missed the refill because she was still in the trauma unit because of the mva. The patient did not have another refill appointment set up yet as she had not heard back from the hcp. The day prior to this report, the patient was experiencing withdrawal with symptoms sleepiness and a little nausea. The device system was delivering dilaudid. Additional information received reported that the pump was decreased to prevent overdose symptoms. The device was interrogated and it was found that the low reservoir occurred on (B)(6) 2014 on an empty reservoir occurred on (B)(6) 2014. The device was refilled on (B)(6) 2014. The event was reported to be related to the device. The event had resolved without sequela on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).